Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient is bald, and during the implant it was found that the stimloc's profile raises above the skull. As a result it creates "horns" that are not aesthetically pleasing to the patient, with the issue being in the height of the stimloc above the skull. To resolve the issue the hcp used a small drill to recess the stimloc by grinding the bone around the burr so that the stimloc sits down a little and is level with the skull. This took an extra 20 minutes of procedure time for the patient, but the issue was not resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.